Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device displayed a system fault error message as 41622, which typically indicates a system fault, often related to the motor or a loose component within the pump. There was no patient involvement.

Manufacturer narrative:
One device was received for evaluation for the complaint that the device displayed a system fault error message as 41622, which typically indicates a system fault, often related to the motor or a loose component within the pump. The review of event log found that there was no information related to complaint. The review of service history found that there was no 12-month service history. The visual and functional testing was performed. The complaint was confirmed through motor test and probable root cause was unknown. The motor was replaced. The downstream occlusion (dso) / the upstream occlusion (uso) sensor calibration was performed and validated repair through dso/uso occlusion test. The pump passed all performance verification testing. Software was updated and the unit reset to standard configuration. Dso seal was removed and replaced per procedure.